Event description:
Exit block was reported. The lead was repositioned and the issue was resolved. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.